Event description:
The physician reported intermittent pacing failure, intermittent sensing failure, and high impedance (greater than 3000 ohms) relative to the ventricular channel. No irregularity was identified by the x-ray examination. A reintervention was performed and psa measurements of the associated ventricular lead confirmed a lead issue, since the high impedance measurement of (greater than 3000 ohms) was reproduced. However, pacing and sensing failure were not confirmed by the psa. The ventricular lead was replaced. The subject device was also replaced due to normal battery depletion.

Event description:
The physician reported intermittent pacing failure, intermittent sensing failure, and high impedance (> 3000 ohms) relative to the ventricular channel. No irregularity was identified by the x-ray examination. A reintervention was performed and psa measurements of the associated ventricular lead confirmed a lead issue, since the high impedance measurement of (>3000 ohms) was reproduced. However, pacing and sensing failure were not confirmed by the psa. The ventricular lead was replaced. The subject device was also replaced due to normal battery depletion.